Event description:
It was reported that several days following an open gastric bypass procedure, the staple line burst in the distal tip. Pt was sent back to surgery to correct. Opened pt to repair staple line. Pt is in critical condition.